Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area'), vaginal haemorrhage ('abnormal bleeding(vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sweating and right lower quadrant pain. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included low back pain, flank pain, endometrial biopsy, menometrorrhagia, hemostasis, retroverted uterus, adnexa uteri pain and abdominal pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009 and povidone-iodine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish ") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery ablation on (B)(6) 2010 and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding , pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)-2010: fragments of proliferative endometrium. Endometrial biopsy - a 2.0 x 1.5 x 0.3 cm aggregate of red-brown soft tissue fragments; on (B)(6) 2010: fragments of proliferative endometrium. Hysterosalpingogram - on (B)(6) -2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, vaginal haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" outcome for pain and bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)'), menorrhagia ('abnormal bleeding(menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sweating and right lower quadrant pain. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included low back pain, flank pain, endometrial biopsy, menometrorrhagia, hemostasis, retroverted uterus, adnexa uteri pain and abdominal pain. Concomitant products included povidone-iodine. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6)2010 and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6)2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, genital haemorrhage, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding- yes. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2010: fragments of proliferative endometrium. Endometrial biopsy - a 2.0 x 1.5 x 0.3 cm aggregate of red-brown soft tissue fragments; on (B)(6)2010: fragments of proliferative endometrium. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, vaginal haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: new pfs received- new events added: pain ¿ abdominal, general abnormal bleeding were added. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sweating and right lower quadrant pain. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included low back pain, flank pain, endometrial biopsy, menometrorrhagia, hemostasis, retroverted uterus, adnexa uteri pain and abdominal pain. Concomitant products included povidone-iodine. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (ablation on (B)(6) 2010 and total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2010: fragments of proliferative endometrium. Endometrial biopsy - a 2.0 x 1.5 x 0.3 cm aggregate of red-brown soft tissue fragments; on (B)(6) 2010: fragments of proliferative endometrium. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, vaginal haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received. Case becomes incident. New events: abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), anxiety, depression and mental anguish were added. Outcome of the event pelvic pain updated. New reporters and plaintiff's information updated. Concomitant conditions and drugs were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.